Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Please see below for pump errors/alarms noted 1 week prior to the event date 06-dec-2021 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: 12/04/2021 21:43:00.000 insert battery alarm was recorded and found in the formatted history file on: 12/05/2021 07:25:21.000 battery removed (84) replace battery alert was recorded and found in the formatted history file on: 12/05/2021 07:14:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-dec-2021. There was no power data available for the date of 05-dec-2021and 04-dec-2021. Unable to check power data for low battery alert and replace battery alert. Sg calibration error (776) was recorded and found in the formatted history file on: 12/02/2021 19:37:06.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 12/03/2021 19:11:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 12/03/2021 19:31:00.000. Sensor signal not found alert (796) was recorded and found in the formatted history file on: 12/03/2021 20:05:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor signal not found alert or unexpected sensor errors or anomalies were noted during testing. There were no unexpected pump errors/alarms/alert noted. Pump error 63 alarm (variableinfo = 03) during self test was recorded and found in the formatted history file on: 12/06/2021 18:59:53.000 and 04/07/2023 13:57:19.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (21.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a partially broken retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. A partially broken retainer was confirmed. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin pump error and insulin delivery was stopped due to insulin pump error alarm. Customer experienced high blood glucose level of 529 mg/dl. Customer stated they received alarm during self test. Customer was able to clear the alarm and complete rewind. Fill cannula was recorded in daily history. The insulin pump will be returned for analysis.